Event description:
It was reported that an infection with red scars occurred. The implantable cardioverter defibrillator (ICD) system remains in use and no action has been taked at this time. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number 4598 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant medical products: implantable cardio-verter defibrillator, product ID dtbc2qq, implanted: (B)(6) 2013; implantable pacing lead: product ID 407652, implanted: (B)(6) 2013; implantable defibrillation lead, product ID 6947m62, implanted: (B)(6) 2013. (B)(4).